Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had insulin pump battery issues. When they inserted a new battery the insulin pump restarted and alarmed an unexpected restart three times. The device also alarmed an external ram error three times. The customer¿s blood glucose during the incident was 10.2 mmol/l. They were advised to revert to their back-up plan. They were advised to speak to their health care professional for a device upgrade. The device will not be returned for analysis.